Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically switch off during use and it can become stuck in a boot loop.

Event description:
Reportedly, the problem with the subject programmer is that it can intermittently automatically switch off during use and it can become stuck in a boot loop.